Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the display was black. The remote service engineer (rse) discussed the difference between replacing the 1st generation liquid crystal display (lcd) and upgrading to the 2nd generation lcd. The rse also provided the software needed for a 2nd generation lcd upgrade. The customer informed the rse that they would discuss the repair options with the rest of their staff. Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the display was black. The remote service engineer (rse) discussed the difference between replacing the 1st generation liquid crystal display (lcd) and upgrading to the 2nd generation lcd. The rse also provided the software needed for a 2nd generation lcd upgrade. The customer informed the rse that they would discuss the repair options with the rest of their staff. This investigation is ongoing.